Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.

Event description:
A journal article received, inadvertent guide wire advancement in hip fracture fixation with fatal outcome, mueller m, jähnich h, butler-manuel a.,injury. 2005 may;36(5):679-80. Epub 2004 nov 25 reported a case involving a (B)(6) female who underwent cannulated screw fixation for an undisplaced, impacted intracapsular fracture of the proximal femur on an unknown date. During surgery, the cannulated drill jammed and as a result, one of the guide wires advanced into the pelvis by about 2 cm. A laparotomy was required by a vascular surgeon as the patient became haemo-dynamically unstable. The laparotomy revealed a torn external iliac vein. It was reported that the patient''s condition deteriorated post-op and she ultimately died of multi-organ failure. The aritcle indicated that the incident was reported to the medical devices agency resulting in the circulation of a safety notice. It also indicated that the manufacturer changed the cannulated screw system. It is not known if the guidewire was a synthes device. The author has been contacted for confirmation of manufacturer. This is report 1 of 1 for this complaint (B)(4).